Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise with a slight increase in threshold measurements. Boston scientific technical services (ts) reviewed electrogram (egm) strips and suggested further evaluation as the noise was reproducible with isometrics. Subsequently the ra lead was surgically abandoned due to the noise and the patient experiencing syncope. The field representative noted that there was no visible problem with the lead when the pocket was opened. However, it was observed that the lead noise was easily reproduced with minimal manipulation even after it was hooked up to a competitive analyzer. Therefore, the physician felt it was a lead issue and chose to surgically the lead and place a new lead with the existing device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.